Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states the physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images are required. No further clinical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4). Article: dunn, j. C., friedman, d. J., & higgins, l. D. (2010). Anchor fracture leading to supraspinatus failure. Journal of shoulder and elbow surgery, 19(1), e24-e26.

Event description:
It was reported that on literature review "anchor fracture leading to supraspinatus failure", 1 patient experienced a twinfix anchor fracture after rotator cuff repair procedure. This event was resolved with a revision surgery for pieces removal. Patient outcome is unknown. No further information is available.